Event description:
During a laparoscopic assisted vaginal hysterectomy, the staples and knife did not fire on the ez35b. The device locked out. The physician started out with the blue gun and went to the vascular cartridge. There was no consequence to the pt. 1/3/97 the case was completed with another ez35.